Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. It was noted that the patient has congenital heart disease and the lead coil is sewn in the pericardium. Boston scientific technical services (ts) discussed alert configuration in the remote monitoring system and discussed the option to continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.